Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that during a gallbladder removal, the surgeon did not retrieve the extraction bag. He searched for 1 hour, did x-rays and an abdominal scan, he did not find anything. It seems that there was no bag in the sheath. Another memobag, from the same lot, has been successfully used. There was a bag in the sheath.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gallbladder removal, the surgeon did not retrieve the extraction bag. He searched for 1 hour, did x-rays and an abdominal scan, he did not find anything. It seems that there was no bag in the sheath. Another memobag, from the same lot, has been successfully used. There was a bag in the sheath.